Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single-port maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. For clarification, the instrument was found to have thermal damage to the molded insulator. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the customer identified under magnification, a chipped portion on the jaw of the single-port maryland bipolar forceps instrument was observed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this device issue was identified in the central processing unit (cpu) during assembly. This was solely the observation of the processing staff and was being reported with an abundance of caution. It was possible that it could have happened in the cpu. The surgical team did not report anything wrong with the instrument during its use. No further information was provided.